Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What date /day post op was the reaction noted? 7. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Thin layer over incision and surrounding tissue. What prep was used prior to, during or after adhesive use? Alcohol prep followed by betadine and ioban dressing during surgery. No prep after adhesive application. Was a dressing placed over the incision? If so, what type of cover dressing used? Island dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient was asked about any/all allergies, not specifically the ones mentioned above patient pre-existing medical conditions (ie. Allergies, history of reactions) no. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Product lot of product used? Unknown. Current patient status. Currently taking meds as prescribed, monitoring name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Dermabond reaction, otherwise no opinion as to why this occurs is product available to return for analysis. No. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an open thoracic fusion and fusion procedure on (B)(6) 2024 and topical skin adhesive was used. The patient had a reaction to adhesive on (B)(6) 24 with redness. Treated with medrol, bactrim; antihistamine. Additional information has been requested.